Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). MFR 3004753838-2018-144174 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/22/2018, that on (B)(6) 2018, the patient reported the app failed to display values. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.